Manufacturer narrative:
Further info is going to be provided.

Event description:
On (B)(6), 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. The proximal edge of the pt's aorta was not wide in laterally and the physician decided to deploy the trunk-ipsilateral leg component in the posterior side and the contralateral leg component in the anterior side. It was reported to gore that the contralateral gate was compressed by the aortic sidewall. The physician had difficulty cannulating the contralateral gate and decided to change the procedure to aui and fem-fem bypass. The pt tolerated the procedure.